Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. And vomiting. The cause of the event was not reported. One day after the event onset, the patient was hospitalized for the event. Two days after event onset, the patient was treated with voricanazole (9mg,13 days, discontinued, route and frequency were not reported) for peritonitis. It was reported that the patient was discharged four days after being hospitalized. At the time of this report, the patient was recovering from the event. Three days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.